Manufacturer narrative:
An event regarding appearance issue involving a metal head. The event was confirmed. Method & results: device evaluation and results: inspection of the inner tyvek lid confirmed it be slightly yellow in color determined to be due to the foam being slightly melted to the underside of the lid as a known effect of the lid heat sealing process. Discolouration/splotches brownish in color were observed on bearing surface of the metal head. Medical records received and evaluation: not performed as there is no indication the reported event was related to patient factors. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusion: the investigation concluded the appearance of the femoral head did not meet visual requirements specified. Nc pr was initiated for the nonconforming appearance of the returned femoral head. Further investigative details will be documented within the nc record.

Event description:
Customer reported via sales rep that during surgery surgeon requested nurse to open lift head 40 mm. As per the customer after opening external packaging, instrument nurse who was supposed to hand over the implant to the surgeon noticed yellowish color on the white paper securing the implant. As per the customer, after opening the packaging it turned out that the while sponge included inside stuck to the paper. As customer informed, on the implant itself brown spots were visible without taking the implant out of the packaging. According to the customer, implant was used in the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Customer reported via sales rep that during surgery surgeon requested nurse to open lfit head 40 mm. As per the customer after opening external packaging, instrument nurse who was supposed to hand over the implant to the surgeon noticed yellowish color on the white paper securing the implant. As per the customer, after opening the packaging it turned out that the while sponge included inside stuck to the paper. As customer informed, on the implant itself brown spots were visible without taking the implant out of the packaging. According to the customer, implant was used in the patient.